Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: after surgery, leakage occurred. Sheet of duet touched the tissue and caused the leakage. No bleeding was reported. The patient hospital stay was extended 3 days due to this problem.